Manufacturer narrative:
Block h6: imdrf patient code a15 captures the reportable event of a partially deployed axios stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum during a gastroentero anastomosis procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastro-entero anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastroentero anastomosis procedure.